Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As rec'd, the monitor would not power on. Upon eval, dsp component u300 was damaged. The cause of the inability to power on is the damaged dsp. The root cause of the damaged dsp cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.